Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The alleged malfunction was the dealer stated that the bed rails were rusted and they were getting stuck when the customer was trying to lower/raise them.